Event description:
It was reported, the patient had a routine device exchange, following the device exchange procedure a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and no anomalies were observed. Reprogramming was performed to resolve the event. The patient was stable.